Event description:
The physician performed a vascular closure using the starclose device after a diagnostic procedure. It is unk if a femoral angiogram had been performed or its results; or if there had been an adequate "nick and spread." The physician reported the starclose had been fully deployed and the clip fired with no problems reported. The device was "hard stuck." The physician applied counter-traction and pulled out the device. Hemostasis was achieved with manual compression. A hematoma "the size of a grapefruit" formed and was managed with manual compression. There were no other adverse events reported.

Manufacturer narrative:
The device was not returned for evaluation but, the lot info was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.